Event description:
It was reported that during an angioplasty procedure, the guidewire was allegedly unable to be inserted through the catheter because the connection part of the hub and the catheter was kinked. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta dilatation catheter was received for evaluation. During visual evaluation, a kink was noted to the catheter at the strain relief. The rubber strain relief was removed and under microscopic examination, a tear was noted at the area of the kink. No anomalies to the y-body. No functional testing due to nature and condition of the sample. Therefore, the investigation is confirmed for the reported catheter kink and identified shaft tear as a kink was noted to the catheter at the strain relief, and under microscopic examination, a tear was noted at the area of the kink. The investigation is also confirmed for the reported guidewire advancement failure as the kink on the catheter would have lead to failure in advancing the guidewire. A definitive root cause for the alleged catheter kink, guidewire advancement failure and identified shaft tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.